Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to perform the excessive no delivery test due to the motor error alarms. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corners, a cracked display window, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.